Event description:
The customer reported the device toggles between analyzing pt and analyze interrupted during pads ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device toggles between analyzing pt and analyze interrupted during pads ECG. There was no reported adverse pt impact. Philips evaluated the device and found the therapy connector was worn and discolored. The therapy port was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer.